Manufacturer narrative:
Results: thrombosis. Device or procedural images not provided for review. Device not returned for evaluation. Conclusions: thrombosis. Device or procedural images not provided for review. (B)(4). Ref# (B)(4).

Event description:
Diagnostic catherization revealed 80% stenosis in prox cx. This was treated with cutting balloon and the implant of a resolute drug eluting stent with post dilation. Non-medtronic stent was not implanted during index procedure as previously reported.

Event description:
The patient had a non-medtronic stent and a resolute integrity drug eluting stent implanted in the prox circumflex artery with good results. Post implant patient experienced chest pain. Diagnostic catheterization revealed 70% occlusion with thrombus in proximal circumflex stent which was treated with a thrombectomy and ballooning.